Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. The customer reported four reactive hbv results from pooled samples tested on (B)(6) 2021. The individual samples from these pools were identified as follows: (B)(6) (reactive with a cycle threshold (CT) value of 37.3), (B)(6) (reactive with a CT value of 36.1), (B)(6)(reactive with a CT value of 37.5), and (B)(6) (reactive with a CT value of 37.9). Serology testing for these samples was non-reactive. The samples were sent to a third-party laboratory for confirmatory testing using a competitor assay (grifols), which also yielded non-reactive results. The donations were blood and were not released.

Manufacturer narrative:
The reported event occurred on a cobas 8800 instrument (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay performed within specifications. A review of the data provided indicated that the cycle threshold (CT) values for the reactive samples were near, at, or past the limit of detection (lod) of the assay. Growth curves for the reactive samples were indicative of true viral target amplification, and internal controls, as well as positive and negative controls, were robust and sigmoidal, confirming proper assay performance. Discrepant results near the lod are expected and may occur. The samples may represent cases of occult blood infection (obi), where serology is non-reactive, but low levels of the virus are present in the bloodstream. No issues related to the customer allegation were identified in the batch trend analysis, product release review, stability review, internal non-conformance review, or change record review. A trend was not identified.